Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was confirmed to have delivered hv therapy due to noise via the stored electrograms. The noise was determined to originate in the hybrid electronics module. The noise was found to be intermittent and for a time could be reproduced by heating/cooling the module for a time but then the module began to function normally even after heating/cooling as before.

Event description:
It was reported that the device delivered inappropriate shocks. There were many noise episodes and the device was replaced.